Event description:
It was reported, a multi-lumen catheter was placed in the left femoral vein to administer frozen plasma and saline solution. It was noted the catheter was in place and working properly after 14 hours. During a routine check, the patient was found lying in a great amount of blood. The rapid response team was called and the patient was transported to the ICU. The insertion site was described to be properly sutured to the skin. An abdominal, chest and another upper chest x-ray revealed the catheter had migrated into the right pulmonary artery.

Manufacturer narrative:
The catheter was discarded by the hospital. A follow-up report will be filed when more information is available.